Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in june of 2020. Evaluation of the returned instrument shows that the jaws and jaw pivot pin are missing from the device and the outer tube assembly is bent/damaged at the jaw end. We are able to validate this complaint. After the initial evaluation this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent, and its bosses are both damaged where they engage the jaws. We are unable to determine what caused the outer tube assembly to be bent/damaged and for its jaws and pivot pin to be missing from the returned device but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the user attempted to ligate a clip during a laparoscopic colectomy the jaws of the applier got broken. Therefore, the applier was replaced with a new one. According to the user he/she did not put an excessive force to the applier. The applier was purchased by the hospital on may 28, 2021.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user attempted to ligate a clip during a laparoscopic colectomy the jaws of the applier got broken. Therefore, the applier was replaced with a new one. According to the user he/she did not put an excessive force to the applier. The applier was purchased by the hospital on (B)(6) 2021.